Manufacturer narrative:
Final analysis found that the lead was cut and returned in two pieces. The distal coil was fractured and the proximal insulation was abraded at 17.3 cm from the helix.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ventricular lead fractured. The lead was removed and replaced.